Event description:
While trying to clear a jammed h202 cassette, user experienced a burn on the right forearm. As of 12/04, the area had a scar with red dots. In 1/05 the area still had the red dots. No medical attention sought.